Event description:
It was reported the pulse generator exhibited noise on both channels causing inhibition. The device was reprogrammed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.